Event description:
Waist and vest restraints were used to keep pt from getting out of bed due to she was confused and unstable. Restraint was tied to siderails and pt was able to untie restraint. She attempted to get out of bed and fell and broke her left hip. This happened on 7/26/95, and on 9/8/95, she fell and broke her right hip. The insert, video, and the safety poster all state to secure the ties to the bed not the siderails.